Event description:
It was reported that the surgeon used the device during the colon resection and staples did not fire. The blade cut the tissue but there was no staples. This caused a rip in tissue. Extended time was more than 15 minutes.